Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a no delivery alarm during the fill tubing sequence. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 78 mg/dl. The customer completed troubleshooting and was able to resolve the issue. The customer was advised to return the reservoir for analysis and had their products replaced.